Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed due to a lead fracture. Subsequently, the lead was capped and replaced. Patient condition was okay.